Event description:
It was reported that a physician had seen the impedance value double and a message asking the user to reduce output current settings for a patient. A company representative stated that when she visited the site this issue was not mentioned. No additional information has been received to date.